Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, a shaft fracture occurred. After the nurse unpackaged the 3.00x12mm taxus liberte drug-eluting stent, it was found to be broken in two pieces. The procedure was completed successfully with a 2.50x32 mm taxus liberte stent. No patient complications were reported. Patient status reported as "stable."

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the mid shaft. The break was measured at approximately 1.24m distal from the strain relief. Several kinks were found along the entire length of the hypotube. The balloon protector and product mandrel were returned with the device for analysis. Microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is handling damage.